Manufacturer narrative:
Additional lot numbers were reported (lot #m003643, m006940). However, the cause of the event is not due to the cartridges. No product returning for evaluation. Should new information become available, a supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 1) with multiple occlusion alarms during basal delivery. Customer's blood glucose level was not impacted.